Event description:
The facility reported a colleague infusion pump with a damaged battery alarm. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a damaged battery alarm was confirmed and reproduced during on-site product evaluation. The root cause was identified as depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct reported condition. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device will not be returned to baxter because it was serviced on-site and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.